Manufacturer narrative:
According to the facility the patient's, 'pleth was not reading accurately and when the nurse approached the patients room there was no oxygen in place and the comfort flo was blowing water in the room.' Per the facility, 'the patient's oxygen was in the 50's and they were placed on bi-pap and given 100% fio2.' The patient was placed on a new comfort flo. The device is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the patient's, 'pleth was not reading accurately and when the nurse approached the patients room there was no oxygen in place and the comfort flo was blowing water in the room.' Per the facility, 'the patient's oxygen was in the 50's and they were placed on bi-pap and given 100% fio2.'